Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported no hearing sensation. Re-implantation is considered but not yet scheduled.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However, to determine an exact root cause a device investigation is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user reported no hearing sensation with the device. Re-implantation is considered but not yet scheduled.

Event description:
The user_s hearing performance with the device is affected.re-implantation has been done.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. The problems given in the recipient report appear to match the damage found. This is a final report.